Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the recipient was explanted due to a swelling and skin breakdown at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. This is a final report.

Event description:
The recipient developed gradual swelling at the implant site long after implantation. A wound broke down and watery fluid was expressed. However, culture of the wound swab revealed no growth. Furthermore, wound debridement was done twice and antibiotics were prescribed in several occasions but no improvement was seen, and this led to explantation.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient developed gradual swelling at the implant site long after implantation. A wound broke down and watery fluid was expressed. However, culture of the wound swab revealed no growth. Furthermore, wound debridement was done twice and antibiotics were prescribed in several occasions but no improvement was seen, and this led to explantation.